Event description:
Information received by medtronic indicated that the user had difficulty advancing the mapping catheter in the cryoablation catheter. The catheters were removed from the patient and this difficulty in advancing was still evident when tested outside of the patient. When the catheter was outside of the patient, the user received a "fluid detection" system notice message. The cryoablation catheter and mapping catheter were replaced and the cryoablation procedure was completed without further issues. No patient complication was reported. Reportable based on analysis completed (B)(4) 2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were reviewed and confirm system notice messages #50005 "leak detection." Smart chip verification indicated the catheter was used for 8 injections. The reported issue was confirmed through testing; the catheter failed the inspection due to guide wire lumen breach. Visual inspection showed the inner balloon had traces of blood inside; there was not blood inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen; balloons integrity was intact and no breach observed. Dissection showed a guide wire lumen breach at 1.57 inches proximal from the tip.